Event description:
Procedure: wedge resection. According to the reporter: some staples were malformed. There was a minimal fluid leakage. The surgeon cauterized the tissue, and over sewed the staple line. Surgery was delayed approx. 30 minutes.